Event description:
User facility reports incident of a luer connector that cracked at initiation of dialysis treatment and resulted in ebl=100cc. No pt injury or need for medical intervention is reported. This MDR is filed for blood loss only.